Event description:
It was reported that a sheath break occurred. The target lesion was located in the left common iliac artery. An opticross 18 peripheral imaging catheter was introduced but during an attempt to cross the target lesion, the device lost pushabilty and the catheter buckled and broke. The catheter was removed and following dilatation with a 5mm x 60mm otw sterling balloon, a new opticross 18 catheter successfully crossed the lesion. The procedure was completed successfully with no harm to the patient.